Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable, as the usb port of the usb cable appeared to be loose. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.